Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Corrected information: d4 - unique device identifier (UDI) # additional information: e1: email, phone number - (B)(6). Investigation ¿ evaluation. Event description: it was reported that a 'hair-like' foreign matter was found inside the package of a guardia access embryo transfer catheter prior to use during a ivf-embryo transfer procedure. The procedure was completed by using another same-type device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. The device did not make patient contact. A visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record (DHR), the instructions for use (IFU), and quality control procedures. The complaint device was returned for investigation, with only the sealed inner pouch and no other original packaging. A small hair was confirmed to be sealed inside the guide catheter pouch. A document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record found that 29 devices from the reported lot did not pass quality control inspections related to debris/defects inside and embedded into the device material.; however, the affected devices were identified and scrapped or reworked prior to distribution. A review of complaint history records shows no other related complaints associated with the complaint device lot. Based on the available information, cook has concluded there is evidence that the device was manufactured out of specification but does not suggest items in the lot or similar devices in the field or in house are nonconforming. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: how supplied. Supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened and undamaged. Do not use the product if there is doubt as to whether the product is sterile store in a dark, dry, cool place avoid extended exposure to light. Upon removal from the package, inspect the product to ensure no damage has occurred. A manufacturing event likely contributed to this incident. Defect awareness training was completed for relevant personnel. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
H3: device evaluation is anticipated but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that a 'hair-like' foreign matter was found inside the package of a guardia access embryo transfer catheter prior to use during a ivf-embryo transfer procedure. The procedure was completed by using another same-type device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. The device did not make patient contact.